Manufacturer narrative:
The customer reported login issue was investigated and after attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the operating system, device, and application version restricts the ability to identify potential causes of the customer's reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. As it is unknown if the user was using android or ios with the libre device, d4 - model # has been populated for ios. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios/android application as this report concerns a poland customer. This is same/similar to us freestyle libre 2 ios/android application model number 71926-01/71857-01. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. A follow-up report will be submitted if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were logged out of their adc application, and could not log back in. The customer reported experiencing a loss of consciousness due to this reported issue, but declined to provide further information. There was no report of death or permanent injury associated with this event.